Manufacturer narrative:
Based on the information available, product analysis was unable to confirm the reported event. The inflatable penile prosthesis (ipp) was not attempted for implant as the perforation occurred during dilation of the cavernosum. No device characteristics were identified that would have caused or contributed to the reported perforation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) crossed the sterile field but not used due to perforation of the corporal body during dilation. The implant procedure was aborted. No further patient complications were reported.

Manufacturer narrative:
Based on the information available, the product analysis of the inflatable penile prosthesis (ipp) was unable to confirm the reported event. The reservoir was tested visually, microscopically, and for leaks with no visual damages. The pump and cylinders were not returned to boston scientific and an analysis was unable to be performed. Review of the manufacturing documentation indicated that the device met product specifications prior to shipment. Further review did confirm that perforation is a known risk with this device. The reported events did not include any allegations against the device labeling and did not show evidence that the device was handled improperly. These events are anticipated in nature and severity per the instructions for use and hazard analysis. To reflect this product analysis a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that this inflatable penile prosthesis (ipp) crossed the sterile field, but was not used due to perforation of the corporal body during dilation. The implant procedure was aborted. No further patient complications were reported.